Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol2. The ICD was implanted for 47 months and 82 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was fully functional. There was no indication of a material or manufacturing problem.

Event description:
This device and the associated rv lead were replaced due to noise and a fracture on the lead. No adverse patient events were reported. The hospital retained the device. Should additional information be received, this file will be updated.